Manufacturer narrative:
The real intelligence robotic drill, part number rob10013, serial number (B)(6), intended for treatment was returned for evaluation. The reported problem could not be confirmed with a visual inspection. Nothing was identified visually that contributed to the reported problem. The reported problem was not confirmed with a functional evaluation. The drill passed both kpc testing and a case with no issues. Disassembly revealed nothing unusual. The cable passed testing. The exposure motor failed testing at the bemft signal. A second test the exposure motor failed at the enct signal. After reassembly, the drill again passed kpc and a case with no problems. Although the reported problem was not confirmed through a visual or functional evaluation, factors contributing to the reported symptom may have been associated with an intermittent exposure motor failure. A complaint history review was performed by part number and similar complaints were identified. A review by serial number was performed and no similar complaints were identified. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical review concluded that no prior escalation actions are applicable to the scope of the reported complaint. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on the investigation, no containment or corrective action is recommended or required at this time. Should any additional information be received, the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Event description:
It was reported that, during cori assisted tka surgery, a communication error message was received several times with one (1) specific real intelligence robotic drill. It was exhausted troubleshooting options with the drill in question, including using different long attachments and another cori robot. However, this was the last case of the day and the account did not have any backup trays. Then were able to onetray a backup tray, but this process takes about 20-25 min depending on the onetray resulting in a net delay of over 30min. The procedure was resumed, after a significant delay, with a s+n back-up device. No injury was reported as a consequence of this issue.